Event description:
It was reported by medical staff that a patient experienced a controller that would not recognize a new power source, whether battery or ac adapter in that port. The controller was exchanged with no reported consequences or impact to the patient. No additional information was reported.

Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Functional analysis of the controller confirmed that the ps1 power connector did not work. Display events did not occur when power was connected to ps1 and the controller gave a power disconnect alarm even though power was connected. The problem was further diagnosed to be a bad diode. D13 on the main controller pc board was a short circuit. The controller was in use when the reported event occurred. The reported event was confirmed by functional analysis of the controller. The root cause was a failed diode. The diode could have failed due to latent manufacturing defect in the diode, or due to a voltage spike at the power input port. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Controller has not been received.